Event description:
The patient stated that she received a medpor nasal implant approximately ten years ago. The patient stated that the medpor implant was "removed once and placed back" leaving a scar between the eyebrows. The patient reported that she has had problems since 2007. The patient reported that she contacted a doctor to see if radiesse filler could be used for the irregularities of the nose. The patient stated that the doctor indicated that it was safe to put the filler mixed with the medpor implant.

Manufacturer narrative:
The patient indicated that she inquired about the radiesse filler, but did not indicated if she received the filler. Item and lot number information was not submitted for investigation of the device history record. The patient stated that the doctor re-used the implant. The instructions for use as well as the outer label of the packaging of the implant indicate that the implant is not to be reused. Attached is a copy of the instruction for use with the "do not reuse" symbol. The patient was contacted for additional information but stated that she would not have the medpor implant removed and would not answer any further questions. (B)(4).